Event description:
Report rec'd from (B)(6), stating that the device had a bent drive shaft. It is known that the event did not occur during surgery. However it is unk if there was any pt or user injury or medical intervention reported related to this occurrence. No add'l info is available.

Manufacturer narrative:
The device has been rec'd by depuy synthes power tools. The investigation is still in progress. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).